Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pain, continued/worsening dysuria, urinary frequency/urgency, recurrent utis. The urine culture was negative for uti at that time. Subsequently, in-office cystoscopy, urethral dilation ¿ normal, no sui, no supris/coloplast erosion, no explanation for ongoing symptoms of feeling supris/coloplast moving when patient lies down. Recurrent symptomatic utis, states patient is miserable due to constant pain and wants the supris/coloplast removed. Claimant attributes suffering from chronic pelvic pain/urinary frequency/recurrent utis directly to the surgical mesh implants. Therefore, partial excision of supris/coloplast was performed along with, surgicel application, urethroplasty, cystoscopy x 2. Intraoperative findings: supris/coloplastn had been in good position with no evidence of bladder injury, expected tremendous scar tissue/adhesions, unable to dissect supris/coloplast anchors, supris/coloplast divided and extracted in segments, persistent bleeding from left lateral fornix (controlled).